Event description:
It was reported that the bd safetyglide¿ needles experienced clogging. The following information was provided by the initial reporter: we suspected that the reason was that needles were clogged (inspection of the rest of the system was all clear).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needles experienced clogging. The following information was provided by the initial reporter: we suspected that the reason was that needles were clogged (inspection of the rest of the system was all clear).

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 21-sep-2022. H.6. Investigation summary: thirty five samples and five photos received by our quality team for investigation. Thirty samples came in sealed packaging blister packs, five had no packaging. Upon visual inspection, no defects or damage observed. Additionally, the images provided displayed magnification of the inner part of the needle. Functional testing was completed, thirty four samples expelled the solution with normal flow, however one needle appeared to be clogged, therefore the failure is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.